Event description:
It was reported that while transecting the patient's left uterine artery during a laparoscopic supracervical hysterectomy, bleeding (about 500 ccs) was noticed from the vessel. Surgeon had been proximal to the uterus and as coming across uterine artery the bleeding occurred. The artery had not been transected. Surgeon did not skeletonized out the uterine artery. Not sure if on vessel or not or where they were as to anatomy. The surgeon used a laparoscopic kleppinger to stop the bleeding. Later in the procedure, while the surgeon was using a humie to assist with mobility and visualization of the cervix. The surgeon cut humie device (which was inserted vaginally) with harmonic device in error. Tried to divide uterus to pull out balloon but the humie could not be removed. A supra-pubic incision was made to remove the humie device. Patient in stable condition; no transfusion required. The device was discarded

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.